Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a mis procedure, the surgeon was attempting to extract a viper2 inner nut to reposition rod. The nut became stripped. Upon the surgeon¿s attempt to retrieve said inner nut, the tip of the x25 nut inserter broke in the hex of the inner nut. Unable to retrieve, the surgeon opted to leave the nut and the wedged broken tip in the patient to avoid additional issues. Patient consequence? Unknown. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.